Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a "service required" error code was discovered in the ventilator's downloaded event log. The device was calibrated, and the problem was not resolved. The technician recommended replacing the device's oxygen blending module board to address the issue. No further investigation is required at this time. Additionally, not related to the malfunction/issue the device was contaminated on the top and bottom enclosures with a dried coffee-like substance, contamination was only on the exterior and was cleaned. The device's pollen filter and maintenance label were replaced due to preventative maintenance performed. The cable retainer and handle o-ring are damaged and need to be replaced. The oxygen blending module gasket is contaminated and needs to be replaced. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.